Event description:
Patient reported ¿right side implant "fell out of a hole on the side of breast,¿ ¿small bump on breast and covered with a band-aid and when removed the band-aid made skin came off,¿ ¿fever,¿ ¿pain,¿ ¿ positive for alcl lymphoma.¿ pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, and lymphoma-alcl-suspected.